Event description:
The customer reported via phone call that they experienced a sg (3.2 mmol/l) vs bg (13.9 mmol/l) difference which was not within target range of glucose difference. Insulin delivery was not suspended due to the difference. Issue was occurring with a previous sensor which had been in use for 1 day. Reportedly, the customer lost 5 sensors in just a few weeks and there was blood upon insertion. Customer also received calibration not accepted alerts and change sensor alert resulted from 2 consecutive calibration not accepted alerts. Troubleshooting was performed. Customer confirmed that the sensor had been securely taped to the skin. The customer denied taking any medications containing acetaminophen or paracetamol which could falsely raise sensor glucose readings. However, the customer stated they take low doses of aspirin.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. On 29-nov-2023 customer alleged received cal error/ calibration not accepted alarm, change sensor/bad sensor alarm and sensor glucose vs. Blood glucose event. Following our receipt of the two returned used sensors and performed visual inspection to one random sensor and checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of unexpected sensor alerts could not be confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.